Event description:
It was reported that the patient's atrial lead exhibited noise oversensing resulting in pacing inhibition, low pacing impedance, and p wave sensing variation. Programming changes were performed. The status of the patient was unknown.